Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was around 400 mg/dl and 500 mg/dl. The current blood glucose of the patient is 122 mg/dl. The customer declined troubleshooting for high blood glucose. The customer was not using the auto mode feature. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No insulin delivery anomaly noted during testing. Device functioning properly during testing. Device was programmed with test guardian 3 link and test plug simulator. Device communicated properly with glucose sensor simulator and display the calibrate your sensor alarm properly after completion of the warm up. A calibration value was manually entered and unit display the programmed value properly on the display graph. No sensor anomalies were noted. Device sensor feature and auto mode connection are working properly. (B)(4).